Event description:
A caller reported a cartridge alarm 20 incident with their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer support planned to replace the pump and provided instructions for putting the pump into storage mode before returning it. The customer was advised on necessary steps upon receiving the replacement pump and acknowledged these instructions. They will continue using the current pump or utilize mdi as a backup option. A replacement pump was shipped to the customer with a signature required for delivery, and the customer was instructed to return the problematic pump within 10 days using a pre-paid label.